Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 436 mg/dl. Customer reported sensor glucose level was 195 mg/dl. Insulin delivery was not suspending due to blood glucose verses sensor glucose level. No further patient complications were reported. The insulin pump will not be returned for analysis.